Event description:
A female pt (medical history unk) underwent a cardiac catheterization procedure in 2008 via a 6 french procedural sheath placed in the right common femoral artery. At the end of the catheterization, the physician, in training, prepped and deployed a mynx vascular closure device. Immediate hemostasis was reported as successful. Two hours post mynx deployment, the pt's pedal pulses in the ipsilateral leg were not detectable. An ultrasound was performed and confirmed an occluded artery. A CT scan was then performed and confirmed a blockage extending from the right iliac bifurcation to the superficial femoral artery. The pt was sent to surgery for removal of the obstruction. The obstruction was removed, which was reported as a white fibrous casing thought to be a vessel within or alongside of the common femoral artery. Upon dissection of the casing, the sealant, barely activated, was noted inside. Also removed from the occlusion was thrombus that had collected inside the cfa. The pt tolerated the procedure well and no further clinical sequelae have been reported. Based on a post procedure discussion with the physician, it is believed that the sheath may have been placed in the sub-intimal space of the femoral artery which resulted in a sealant misdeployment.

Manufacturer narrative:
Attempts to obtain the femoral angiogram and the surgical and pathology reports have not been successful. The explanation from the site was that the puncture needle and the procedural sheath may have traveled along a dissection plane prior to entering the artery, thus creating a flap. If the balloon got caught on that flap, it would simulate the tactile feedback of being abutted against the arteriotomy. The device was not returned for evaluation and the device's lot number was not provided to perform lot history review.